Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: --brand name corrected from "vasoview hemopro 2" to "vasolview 6 pro" --catalogue # corrected from "vh-4000" to "vh-2400" and UDI # corrected from "(B)(4). The device was returned to the factory for evaluation on 06/22/2023. A photograph was provided by the account. A photographic evaluation was conducted. The product box was observed to be for a hp2 device. The inner contents of the product box was not observed in the photograph. An investigation was conducted on 07/06/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The product box was observed to be for a hp2 device. The box was observed to be intact with no visual defects observed on the box. The box was opened and inside the product box was a vv6 pro device. The device packaging was not opened and it was sealed in its plastic protective barrier. The inner contents of the box was also for a vv6 pro device. There were no visual defects observed on the vv6 pro device. Based on the returned condition of the device as well as the photographic evaluation, the reported failure " labelling problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.¿ the lot # 3000313857 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise ID(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they ordered hemopro2 (vh-4000) and when they looked at the box (hemopro2), the sticker on box says vasoview 6 and the product inside the hemopro2 box was a vasoview 6. A replacement device was used to complete the procedure. No injury, not opened and not used on patient.